Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that thrombus was on the device. Received tee images appeared to show the drt between the proximal end screw and the edge of the disc tucked beneath the pr. Patient had history of paroxysmal atrial fibrillation, cardiac ablation which may have contributed to reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was noted that thrombus was possibly related to the position of the device.

Event description:
Clinical information: crd_964 - catalyst ide study. Patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted. Prior to procedure, the patient had been taking non-vitamin k antagonist oral anticoagulants (noac). The sizing of the amulet was determined via 2d transesophageal echocardiography (tee). The laa orifice width at the widest point was 21mm, the laa depth was 45mm, the landing zone at the widest point was 20mm, and the landing zone at the narrowest point was 16mm. Following the procedure, the patient was taking aspirin 75mg and clopidogrel 75mg. Patient was compliant with medications. On 29 august 2023, a tee was performed which revealed a thrombus on the device. There were no threads showing on the device. The thrombus looked sessile, not fiber-like. The physician believed that the cause of the thrombus was possibly related to the position of the device. The patient's international normalized ratio (inr) was not measured. The patient was prescribed the novel oral anticoagulant (noac) apixaban and was discharged home. The patient did not have any symptoms. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.